Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for investigation on 06/03/2016. Investigation results as follows: device history record (DHR) was reviewed and no previous related complaint was reported for this autopulse platform (s/n (B)(4)). Visual inspection of the returned platform was performed and no physical damages were noted upon receipt. The archive was unable to be downloaded as device failed power-on self test. No other testing was performed as device failed power-on self test. In summary during testing it was unable to confirm the message "the unit cannot be powered on" as reported by zoll (B)(4) technical service. The device powered on, and the lcd displayed a blank screen. The root cause for the device failed during power-on self test is related to defective processor pca board. The clutch plate was noted to be sticky, however issue reported with lifeband retention test was not confirmed.

Event description:
It was reported that the autopulse platform did not have any physical damage. However, the platform could not be powered on and would not communicate with the autopulse vision of the platform processor board. The processor board was replaced the platform powered on and performed 80 compressions. Additionally, the clutch was sticky and the lifeband retention test failed. There was no patient involved.